Event description:
The complainant reported the patient was on impella 5.5 support and during support, the patient had ventricular tachycardia. The pump was repositioned and support continued. Additionally, the patient had renal failure on support. It is unknown if the impella contributed to the renal failure. Furthermore, the automated impella controller (aic) had a suction alarm. The investigation for console determined there was likely a pump issue. The investigating engineer determined that the pump should also be investigated for any product malfunctions.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
Vt/vf/at/af: in order to make a root cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details. Renal failure: the cause of the renal failure was not determined due to insufficient clinical details. Low pump flow: no product was returned for analysis. The data logs show flows below expected range for p4 on 7/17. There were no motor current spikes or positioning issues. The low pump flow resolved and returned to expected range for p4. There were suction alarms which resolved. Limited clinical information was provided. The root cause of the low pump flow was not determined as no product was returned for analysis, no data log patterns or trends were identified and limited clinical information was provided.